Event description:
The rotator broke during an aorta angiography procedure. Pressure limit 1050 psi. No harm or injury was reported.

Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. A follow-up report will be submitted when the eval is completed. A follow-up report will be submitted when the eval is completed.